Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6); batch: 16688649.

Event description:
It was reported that the patient was no longer getting relief from the stimulation. An x-ray indicated possible lead fractures.